Event description:
Boston scientific received information that interrogation of this device was unsuccessful despite troubleshooting, placing the device in a warmer and the use of two separate programmers. The device was not implanted and was returned for testing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, external visual inspection noted no irregularities and x-ray inspection noted no irregularities. The device had no telemetry and no pacing output. Next, the pulse generator case was removed and internal visual inspection noted no irregularities. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition. The cause of the depleted cell and high current drain could not be determined as the hybrid began to operate normally during the analysis. No other adverse events were reported. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
(B)(4). This product issue will be updated when device evaluation is complete.

Event description:
--